Event description:
In 1998 the patient had a greenfield vena cava filter implanted in the inferior vena cava (ivc). In 2019 a CT scan of the abdomen revealed the filter is in place below the level of the renal veins. The anterior anchoring struts extend beyond the vessel wall. There is no tilting. There is no bending or breaking of the device. There is no retroperitoneal hematoma. No ivc stenosis is demonstrated. No further complications reported.